Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) went to the clinic due to a syncopal episode. A code 1003, which states that the voltage is too low for projected remaining capacity was found. No option available to perform save disk a analyze the device. Device replacement was recommended. No adverse patient effects were reported.